Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On june 13, 2017, it was reported that the ratchet mechanism was not working. When the handle should be ratcheting it pulls the graft back into the mesher. The proper technique was used so the account wasn¿t to inspect all units since they are old. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher serial number (B)(4) as documented in the repair reports in livelink. Initial qa inspection of the skin graft mesher on august 23, 2017 revealed that the event could not be reproduced. If the sliding pin is put in backwards it will cause the graft to be pulled in backwards, but the device was checked and it was assembled correctly. The comb was dented, the roller was damaged, and side plates were gouged. No cutters were returned for evaluation. The device met all calibration requirements. Repair of the skin graft mesher was performed by zimmer biomet surgical on august 23, 2017 which included replacement of the ball detent, cutter, roller, worn bushings, damaged comb, and gears. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was unconfirmed since during initial inspection revealed that the event could not be reproduced. However, there was damage to comb, roller and side plates. The root cause that the device ratchet mechanism was not working and the comb, roller and side plates were damaged cannot be specifically determined since during initial inspection it was revealed that the event could not be reproduced. The issue was resolved with the replacement of the ball detent, cutter, roller, worn bushings, damaged comb, and gears. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that the ratchet mechanism was not working. When the handle should ratchet, it pulls the graft backwards back into the mesher. It is unknown whether there were any adverse events due to lack in customer response. Initial inspection revealed that the comb was dented.